Manufacturer narrative:
The system was examined and the reported event was replicated and confirmed. The central processing unit (cpu) host module was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The host was received and a visual assessment of the returned sample found no visual nonconformities. The returned host module central processing unit (cpu) was installed on a calibrated infiniti vision system. The system initially booted up without errors but then locked up and could not be shut down. The hard drive in the returned host module cpu was replaced with a known working hard drive. The system booted up without errors and passed all functional testing. The root cause of the reported event can be attributed to the nonconforming hard drive in the host. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system locked without displaying a system message. Additional information has been requested.